Event description:
It was reported that a right atrial (ra) lead was surgically abandoned due to impedance greater than 3000 ohms. Physician opened the pocket and found insulation damage on the lead. A new lead was successfully implanted. No additional adverse patient effects were reported.